Event description:
Material #:2465-0007. Batch#: 24055589. It was reported by customer that leaking tubing/broken tubing. Verbatim: complaint received via email(s) attached. Leaking tubing/broken tubing.

Manufacturer narrative:
It was reported by customer that leaking tubing/broken tubing. One sample was submitted for quality evaluation. Visual examination was conducted and it can be seen that the sample separated at the upper pumping segment fitting. The customer complaint can be attributed to the silicone tubing separating from the upper pumping segment. The customer complaint of leakage was confirmed. There were no physical damages on the silicone tubing or the upper pumping segment. The customer also stated that the infusion set was leaking, indicating that they were able to prime the infusion set before the leakage was realized. The probable root cause for the failure is a mishandling or misloading of the infusion set. A device history record review for model 2465-0007 lot number 24055589 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that leaking tubing/broken tubing.